Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have a broken molded insulator on the upper jaw. The broken piece measures approximately .080m x 1.80mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The complaint was confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer said it was not possible to disclose patient demographic information.